Event description:
Circumcision performed on newborn. Device did not clamp closed properly. Procedure complicated by poor hemostasis requiring surgical application. Half the skin on anterior shaft of penis denuded and approximately 2 mm of denuded shaft posteriorly. Expected to heal appropriately without further intervention.

Manufacturer narrative:
A phone call was placed to the risk manager in 2007. During the conversation ,she stated that the physician did not think the device was defective, but the washer prevented proper tightening. Informed risk manager that improper assembly can prevent full tightening of the clamp. She stated this info would be communicated to te physician. Tri-state's sales representative will review the proper assembly instructions with the account. Note: if the washer is placed under the clamp arm instead of above the arm, it will prevent adequate tightening of the clamp.